Manufacturer narrative:
Evaluation summary: it is unknown whether proper instruments were used during the surgery or not. This type of failure may be caused due to one or a combination of following factors: improper surgical technique. Use of improper instruments. Dull cutting edges of the reamer or the rasp. This is not an exhaustive list. A cause cannot be definitively determined with the information provided. Evaluation: the device history record has been reviewed and indicates that the part was manufactured, inspected and packaged according to the specification. The returned device was inspected and meets the profile tolerance.

Event description:
It was reported that the surgeon could not get the implant to seat correctly after he reamed to 16.5mm twice with a flexible reamer to a depth of 240mm. The surgeon decided to implant a straight stem instead of the originally planned bowed stem.